Event description:
The user facility reported, that the device was leaking oil or lubricant during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.